Manufacturer narrative:
Product complaint #: (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific lot numbers are unknown; device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, we were unable to thread the driving cap into the hybrid insertion handle. We opened another set to use the instruments. After the case, we checked and the threads on the insertion handle are damaged and will not thread securely with the driving cap. The handle was removed from the set and is not in use. No adverse events occurred due to this issue. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves 2 devices. This report is for 1 hybrid insertion handle. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. H3, h4, h6: part # 03.037.011. Lot # 9649411. Release to warehouse: october 28, 2015. Supplier: (B)(4). Manufacturer: hagendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the hybrid insertion handle (part #: 03.037.011, lot #: 9649411) was received at us customer quality (cq). Visual inspection of the complaint device showed the internal thread was stripped and surface scratches were observed outside the threaded hole. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damage observed on the thread. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the received device exhibited damaged internal thread. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.